Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught fire. There was no report of patient harm or injury. The device was returned to the manufacturer' service center for evaluation. The customer's complaint was confirmed. The device had evidence of thermal damage to the front cabinet caused by an external source. The device operated and alarmed to design specifications. Product labeling states," do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death. Oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Oxygen makes it easier for a fire to start and spread. Do not leave the nasal cannula or mask on bed coverings or chair cushions, if the oxygen concentrator is turned on, but not in use; the oxygen will make the materials flammable. Turn the oxygen concentrator off when not in use to prevent oxygen enrichment."